Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 5 extended offset cat#: 65771100520, lot#: 62411166; zimmer femoral head sterile product do not resterilize 12/14 taper cat#: 00801803602, lot#: 62424353; zimmer shell porous with cluster holes 50 mm cat#: 00620205022, lot#: 62479347; zimmer liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells cat#: 00630505036, lot#: 62449620; zimmer bone scr 6.5x30 self-tap cat#: 00625006530, lot#: 62389087. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02743.

Event description:
It was reported the patient underwent initial total right hip arthroplasty. Approximately 7 years post implantation, our legal counsel was notified of an unspecified claim. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The patient underwent an initial tha of the right and left side, a few months apart, both due to degenerative arthritis. The left tha was revised on due to metal related issues. Blood test results taken after the revision revealed elevated cobalt levels of 8.5, 6.9, and 6.7, respectively. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right tha. Despite undergoing a left hip revision six year later due to metal related pathology, the patient continues to experience elevated metal ion levels. No additional information is available.